Event description:
According to the reporter, during a low anterior resection, the device was difficult or unable to close, it was inserted to the stapler and connected to the anvil, and the surgeon began to close the stapler and the anvil by turning the wing nut on the back of the device. The window indicator on the stapler did not turn into green. A standard trouble shooting technique was done, and it reducesthe fluids in the tissue, the distal tissue was very thick. There was an extension of hospitalization of 45 minutes because the surgeon performed a colostomy on the patient. The patient outcome was asked but unknown.